Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause or determine if a non-insulet provided charging cable contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone; lockdown. Cloud - omnipod 5 software app version; 3.1.1. Cloud - operating system; n5004l-am-q-mv01602-06-01.06. Cloud - hardware; n5004l. Cloud - cgm sensor type; g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's omnipod 5 personal diabetes manager overheated while charging and will no longer hold a charge. It was reported the patient was using an insulet supplied charging cord but was also using multiple non-insulet supplied charging cords, which contradicts the instructions provided in the user guide.